Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was unable to properly position the lens in patient's eye. The lens retracted out of the incision after it was advanced in the eye. The incision was enlarged, but no sutures were necessary. A backup lens of same model and diopter was implanted with no issue. Additional information was requested, but no additional information has been received. Please reference MDR # 1119279-2014-00337 for the inserter used during the event.